Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced diabetic ketoacidosis (dka). On (B)(6) 2017 at 6:00am in the morning, it was reported that the patient's blood glucose (bg) was 466 mg/dl. The patient was out travelling and had been wearing his sensor for 6 days. The patient thought he could make it home but was unable to determine his bg for the next 16 hours. Later in the day, the patient stated he saw a sensor failure message on his continuous glucose monitor (cgm) at 2:30pm while he was at a hotel. The patient did not have any additional sensors and continued his drive from the hotel to the airport. When the patient arrived at the airport, he was unable to locate his wife. At the time, the patient's wife requested the assistance of a traffic officer and a search began to locate the patient whose flight arrived on time. The patient was outside waiting to be picked up. Once the patient was located, he was immediately placed in a wheelchair and the paramedics were called due to dry heaving. When the paramedics arrived, the patient had vomited. The paramedic quickly noticed that the color of the vomit was an indication of a person who was diabetic and was severely dehydrated. When the patient entered the ambulance, the patient was administered zofran to prevent the patient from dry heaving. The dosage amount of zofran is unknown. A blood sugar measurement was taken from the patient and it was indicated that the values were so high that the meter reading was not show, indicating the patient was over 600 mg/dl. The patient was immediately transported by ambulance to the hospital. The patient stated that he believed they arrived at the hospital between 8:30pm - 9:00pm. The patient mentioned that the hospital had a difficult time inserting the intravenous (IV) therapy due to dehydration. Another finger stick (fs) was taken and the reported blood glucose value was 890 mg/dl. The patient was released from the hospital on (B)(6) 2017 at 3:30pm). While the patient was in recovery they were under an insulin intravenous (IV) drip. The patient believes he saw the doctor on (B)(6) 2016 and was diagnosed with diabetic ketoacidosis. At the time of contact, the patient was recovering from cognitive thinking-related issues. There was no allegation of malfunction to the dexcom system. The patient stated that he was hospitalized because he failed to keep track of his diabetes during his business travels. Patient contacted dexcom as the hospital had lost his transmitter. No additional event or patient information is available.